Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
I was just made aware of two separate incidents that occurred on wednesday of this week. Apparently the clinician, one of the pediatric neurosurgeons at (B)(6) hospital in (B)(6), had placed one of our icp monitor kits. According to his description this afternoon, he mentioned that after six hours of having the transducer implanted in the patient's school, the reading on the icp express monitor unit read no transducer detected. He mentioned that they changed out the cable as well as the icp monitor itself and could not get the unit to register the existing transducer. At this time, I do not have any additional information. I will be traveling to (B)(6) on tuesday of next week where I will pick up the transducer associated with this product complaint. I will also visit further with the nursing staff as well as the doctor and get any additional information over to you as quickly as possible. I will send the sample as well. On (B)(6) 2015: per my conversation with risk management coordinator at the hospital, 2 sensors were involved with the same patient. The first was implanted, but later the monitor registered no transducer detected. It was explanted and a second sensor implanted. The second worked for 3 hours until once again, the monitor registered no transducer detected. They changed out the cable as well as the monitor, but could get no detection. They then removed the sensor and monitoring was discontinued. They discarded the first sensor but kept the second. They are keeping the sensor for their internal investigation and the contact was unsure if they would return it for evaluation.